Manufacturer narrative:
Device received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that customer experienced display anomaly. It was reported that the top half of display screen was blank while the bottom half was black. Customer's blood glucose was 10.3 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced.